Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and during ablation, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Blood pressure decreased during ablation of the roof with a stsf catheter. The physician's assessment on the involvement of health hazards and the product is causally related to the product. According to the physician, "during ablation, the roof may have been perforated. There was no particular discomfort at hand." No abnormalities were observed prior to or during use of the product. Blood pressure recovered after drained was performed. The patient improved. Transseptal puncture was performed with a radiofrequency (rf) needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient fully recovered. The patient required extended hospitalization because the patient was living alone. Her physical condition was fine, but the hospital stay was extended as a precaution.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31228825l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).